Event description:
A (B)(6) y/o male that underwent a laparoscopic roux-en-y gastric bypass on (B)(6) 2017 for history of morbid obesity and other co-morbidities. The operative report reflects no complications. The pt had an upper gi series with contrast on (B)(6) 2017. This study stated no evidence of leak or obstruction at either anastomosis site (gastrojejunostomy or jejunojejunostomy). The pt was discharged home in stable condition on (B)(6) 2017. Pt was readmitted to the hospital on (B)(6) 2017 with abdominal pain and shortness of breath. The CT scan demonstrated free fluid in the abdomen. The pt went to surgery on (B)(6) 2017 for an exploratory laparotomy that revealed a breakdown of the gastrojejunostomy and gastrojejunostomy anastomosis sites. The bowel was noted to be viable at both sites. The pt was transferred to the ICU after surgery and required full support. He expired on (B)(6) 2017 from probable overwhelming sepsis. The surgeon is concerned about possible product malfunction involving the ethicon stapler product used during the original surgical procedure on (B)(6) 2017. The ref number of the stapler is pse45a. The lot numbers in stock were p91y9t and p91t5r. Both lot numbers removed and returned to the vendor. Ethicon rep was notified on 05/17/2017 by surgeon. The director of risk management also spoke with vendor rep on 05/25/2017.